Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Note: this is an estimated date of the event, which was reported as occurring a couple of weeks ago. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that it was partially deployed. Thumb advancer deployment was not complete and the thumb advancer had been retracted. The flex-guide appears to have been bent during retraction of the thumb advancer. The exchange sheath was detached from the hub. Because the slit in the exchange sheath was not initiated by the cutter, the tubeset pulled against the exchange sheath during thumb advancer deployment pulling it out of the hub, rather than sliding and continuing the slitting to the distal tip. These findings are consistent with, and confirm, the reported experience of resistance felt and the exchange sheath tubing detaching. The cutter was examined and the edge appeared to be dull. During testing the returned cutter was loaded onto a proxy device with a proxy exchange sheath. The cutter again did not initiate the slit in the exchange sheath when the hub was attached to the clip applier; as the thumb advancer was distally deployed on the proxy device the exchange sheath began to stretch and pull away from the hub. The cutter was measured and found to be within specifications. The cutter is designed to initiate slitting to allow the tubeset to advance and continue the slitting to the distal tip of the exchange sheath. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot.

Event description:
It was reported that after a diagnostic peripheral angiogram through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a starclose se device. Reportedly, during deployment of the thumb advancer, resistance was felt and distal deployment could not be fully completed. A review of the device revealed that the sheath cutter did not split the exchange sheath tubing, and the exchange sheath tubing detached at the exchange sheath hub but remained on the flex-guide. The safety release was activated, which retracted the locator wings releasing the device from the vessel. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequela. The operator was reported to be trained in the use of the starclose se device. Though requested, no additional information was provided.